Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the lead was not initially implanted so deep. It migrated on it's own. The lead was pulled back into position and left for possible future use. An additional lead was placed and inserted into the neurostimulator. The representative have not heard how the patients is doing since implant. She was fine and had good motor an sensation the day of implant of the second lead.

Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for urinary dysfunction. The hcp reported to the manufacturing representative that the patient's right lead was initially implanted too deep and the doctor pulled the lead to bring it back to good placement. No cause or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).